Event description:
800 gram infant presented to hosp. (Transferred from an outlying facility) for a diagnosis of respiratory distress. R/o foreign body. X-ray confirmed foreign body. Piece of plastic removed from bronchus and sent to pathology. Believed to be radiopaque tip of intubation stylet.